Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 39 mg/dl. Customer also stated that they had a high blood glucose and the blood glucose value was 285 mg/dl. Customer treated with food for low blood glucose. Customer treated with bolus for high blood glucose. The customer declined troubleshooting for low and high blood glucose. Customer also complained for auto mode readiness screen. The sensor will not return for analysis. The insulin pump will not return for the analysis.